Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a displaced overmold is confirmed and appears to be use related. One 4 fr groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue throughout the sample. The silicone overmold of the proximal piece of the connector was observed to be partially detached from the plastic stem of the connector and displaced approximately 2 cm. No damage was observed on the proximal connector piece where the silicone overmold was displaced on the plastic stem. The surface of the distal end of the silicone overmold was observed to be mostly smooth with an uneven spot at one of its seams, which aligns with an uneven point on the plastic stem. Some silicone flash was observed on the plastic portion of the connector, indicating the overmold was attached to the plastic piece at one point. The length of the plastic stem of the proximal connector piece as well as the diameter of the ridges of the plastic stem that the overmold goes over were measured and found to be within specification. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the silicone overmold of the proximal piece of the connector was observed to be partially detached and displaced from the plastic stem of the connector.